Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customers other blood glucose was 117 mg/dl. The customer stated that the infusion set was detached at the middle of the night. It was unknown that if the insulin pump was in auto mode at the time of the incident. The customer reported that they there was not stress or pull on the tubing. The customer reported that the insulin pump was not dropped with the set connected to their body. The insulin pump will not be returned for analysis.